Event description:
Revision surgery - the patient presented with pain, the surgeon determined that the stem was loosening. During the operation, the surgeon removed the size 9 stem, the original 28 mm cobalt chrome (cocr) head, and the liner. He replaced the components with a stryker restoration stem, 28 mm head, and exchanged with a new mp5, 10 degree hooded liner.